Event description:
It was reported that the patient went on a trip in (B)(6) 2011 and did a lot of walking and was unable to walk the next day. After resting, she could walk again but has had pain and intermittent ability to be active since then. An x-ray revealed that the bone cement may have loosened and is dispersing. She has scheduled a second opinion. This patient would like to know if her implants were subject to recall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.